Event description:
Procedure: gastric sleeve resection. Reportedly, when the device was applied, the "clips" were not fired properly. The device cut the tissue but did not close clips, so the problem was blood loss. In order to stop the bleeding, they applied hand suture and cautery. A second operation was necessary because a fistula was noted, due to relaxing of the sutures. Twelve days later, the patient, after being re-operated, has a fever, shows endo-abdominal fluid and hyperpyrexia. The surgeon thought that sepsis could develop and may require additional surgery; however, it was confirmed that the patient did not require a third procedure. As the patient was controlled by the physician, the patient is well. The surgeon reports this only required an extension of effective recovery time respect to the scheduled time.

Manufacturer narrative:
Product lot #: two lot numbers were reported; however, it is not known which one was allegedly involved in this report. The lot numbers reported were, n6l99 and n6l191, both of these lot numbers represent a 11/2006 date of manufacture and a 12/31/2011 date of expiration.